Event description:
Information was received that a smiths medical fluid warmer is cracked on the back case and is leaking water. No further information received.

Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found it to have paint chipping, scratches and stains underneath enclosure due to general wear and tear. Crack under enclosure at the elbow drain fitting was noted, as well as a worn and faded line cord with old-style pcb. Device underwent functional testing; water leak confirmed at the bottom of the enclosure. The leak was coming from a crack in the enclosure near drain fitting. The problem source has been determined to be the design of the product.